Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that during the implant attempt, while connecting the atrial lead to the device, there was no "click" sound. At implant attempt, there was trouble with the setscrew and the grommet on the atrial port of the device. The device was not used. It was further reported that damaged was observed on the atrial and ventricular grommets. It was reported that during the implant attempt, while connecting the atrial lead to the device, there was no "click" sound. The setscrew was clamped again, but fixation of the lead was not possible. The setscrew passed through a grommet and the grommet was damaged. The device was not used. There were no patient complications reported as a result of this event.